Event description:
During the transfemoral transcatheter mitral valve replacement procedure, the patient sustained a ventricular perforation due to perforation with the guidewire. A transvenous- transeptal approach was performed. Post deployment of the sapien xt valve in the pre-existing mitral valve (epic valve), an effusion was noted by the echocardiologist. A pericardiocentesis was attempted, chest compressions were administered and the patient was transferred to the operating room for an open procedure. It was determined that the patient¿s left ventricle was perforated by the wire during crossing of the septum with the sapien xt valve. The patient expired in the operation room. The team felt that the patient¿s advanced age and frailty might have put her at a higher risk for lv perforation.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and transcatheter valve replacement procedures. There are several potential etiologies for ventricular perforation during the transcatheter valve replacement procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. At this time the sapien xt is not indicated for use in the mitral position, therefore the IFU and training manuals do not provide instructions on the steps for tracking the delivery device in this scenario. In this case, the ventricular perforation was attributed to procedural factors (perforation with the guidewire). The patient¿s advanced age and frailty may have put her at a higher risk for lv perforation. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.